Manufacturer narrative:
A device history record for the reported lot shows that the product built to specification. The customer did not retain a sample for this complaint report; therefore, visual inspection and functional testing could not be conducted. The file will be processed for closure and opened at a later date if a sample is returned. The root cause of the reported event could not be determined. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that irrigation leakage occurred at the connection of the port of irrigation line to the handpiece during an eye surgery. The handpiece was reconnected to the irrigation line, and leakage occurred again. The reporter informed that the aspiration was poorer than usual. The procedure was completed without harm to the patient. The product was discarded. There is no additional information available for this event.